Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that since 2 days he has had problems with his device. He heard some noise and then there was no more sound. The date of reimplantation will be discussed at an appointment on (B)(6) 2019.

Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However, the exact location of the leak could not be determined during investigation as the implant housing showed damage most likely attributable to the removal surgery. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported that since 2 days he has had problems with his device. He heard some noise and then there was no more sound. The user has been re-implanted.